Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa7275r03 was reviewed and the product was produced according to product specifications. All information reasonably known as of 14 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that during the gastropexy procedure, all three sutures from the kit broke. A new kit was opened in order to complete the procedure. There was no injury to the patient. No further information was provided.